Manufacturer narrative:
Pump received with broken reservoir tube lip, missing black o ring noted. Could not be able to perform displacement test, stop plug could not be secured. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump has a piece of plastic missing from top of reservoir compartment. Customer's blood glucose at the time of the incident was 3.6 mmol/l. Product has been returned for analysis.